Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to deliver shock. It was noted that the patient had ventricular tachycardia below the programmed rate cut off. Programming changes were performed. There were no patient consequences.